Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they started having a lot of trouble with the implanted neurostimulator (ins) in (B)(6) 2019.  They further explained that the ins would not charge to complete.  They reported that since the day they went home, they could not get full coupling during recharge and it would take forever to charge the ins, which got worse over time.  Eventually, they weren't able to do anything with the ins because it was dead.   The patient had met with a manufacturer representative (rep) at the doctor's office to check the device, and the rep could not get the ins to restart.  The patient did not know what date that was nor who the rep was that they had met with.  Since (B)(6) 2019, the patient had been in pain since they didn't have therapy.  The patient reported the ins w as going to be replaced in 6 weeks (around (B)(6) 2021).  It was noted that the patient did have an x-ray, which confirmed that the leads did not need to be replaced.